Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of an small anterior capsule tear, observed in the patient's left eye during laser assisted cataract surgery. The surgeon noted that the capsulotomy was not complete and may have contributed the anterior capsule tear. Reporter indicated the case was completed manually with no additional intervention needed and the intended (iol) intraocular lens was placed. The reporter indicated the patient was fine with no harm noted.

Manufacturer narrative:
The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).